Manufacturer narrative:
Reporter is a synthes employee. Manufacturing location: supplier ¿ cj industries / inspected, packaged and released by: (B)(4). Release to warehouse date: 13-feb-2021. Expiration date: 01-jan-2023. Part number: 03.010.437s, 12.0mm outer protection sleeve for suprapatellar - sterile lot number: 59p3714 (sterile). Lot quantity: 99. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Certificate of analysis was reviewed and determined to be conforming. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Packaging label logs were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 19389 supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Customer quality investigation: the device was not returned. A photo-investigation was performed on the images. Upon inspecting the images provided, the complaint was confirmed as a small piece had broken off the device. A definitive assignable root cause of cannot be determined based on the available images. However, the reported condition for embedded device could not be confirmed since no such evidence was provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the overall complaint can be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date that the outer sleeve was used in a supratella expert tibia case according to technique guide instruction. After the surgery was completed and upon removal, it was found damaged. A fragment had broken off. Saline was used to wash through the incision to the knee joint and a knee arthroscope was used to check inside the knee. They were unable to locate the broken fragment through the knee arthroscope and x-ray. There was a surgical delay of 30 minutes. The surgery was completed successfully. This report is for one (1) 12.0mm outer protection sleeve for suprapatellar - sterile. This is report 1 of 1 for (B)(4).